Event description:
It was reported that during a post-operative check, it was noted that there was crosstalk on the intracardiac electrogram. Right ventricular (rv) lead measurements were acceptable. Lead status is unknown. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information was received from a competitor. All data pertinent to the event is provided. If additional relevant information is received, a supplemental report will be submitted. (B)(4).